Event description:
It was reported that an intraocular lens (iol) explanted from the patient's right eye due to subjective visual disturbances. No medical or other surgical interventions reported. The patient fully recovered. No other information was provided.

Manufacturer narrative:
Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2022. The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the initial MDR, it was noticed that section g4: combination product was inadvertently not included; therefore, it is captured in this supplemental report. The following section has been updated accordingly: section g4: combination product: no all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 24, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the iol was received in a non-j&j lens case. The iol was cleaned and visual inspection under magnification was performed. The iol was cut in half, and an edge chip was observed. No other issues were identified. The complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.